Event description:
It was reported by the rep that the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported that the device was opened to control bleeding on a vessel, the device was fired and the clip was placed, but the instrument fired another clip into the jaws when the doctor tried to remove the clip applier from the pt the clip fell from the jaws of the instrument and was lost in the pts abdomen. This was a reprocessed instrument. Vanguard packaging info will be included with the returned instrument. An x-ray was taken to try to locate the clip, but they were unable to locate it. At this time there has been no post-op complications to the pt.